Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and on the archive data review. The root cause for ua7 was due to a defective load cell module 2, likely attributed to normal wear and tear or mishandling such as a drop. The autopulse platform was manufactured in april 2011 and is 9 years old, past it's service life of 5 years. Upon visual inspection, no physical damage was observed on the autopulse platform. The archive data review showed occurrence of multiple ua07 error message around the reported event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The load cell characterization test revealed that the load cell 2 is defective. Load cell 2 was replaced to address the ua07 error. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test passed. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on. No patient involvement.